Event description:
It was reported that a large volume infusor overinfused during infusion. It was observed that the flow rate was too fast which resulted in the end of infusion being earlier than expected. The expected therapy time was 72 hours; however, the actual infusion time was 61 hours. This issue occurred during a recombinant human endostatin injection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, d10 (add concomitant products), h3, h4, h6 (update codes), h11. H4: the lot was manufactured between march 5-6, 2025. H11: the device was received for evaluation. A visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product flow rate specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.